Event description:
This complaint is now reportable based on the analysis completed in late 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x32 mm taxus liberte drug eluting stent would not cross the lesion. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the unit revealed damage to the proximal and distal edges of the stent. The balloon had been partially inflated causing the proximal section of the stent to flare. The distal stent struts were bunched together. This type of damage is consistent with the delivery system encountering some form of restriction. The tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the top assembly shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is design constraint of the product.